Event description:
It was reported that during a cholecystectomy procedure, at the beginning of the surgery the surgeon couldn´t build up a pneumoperitoneum. (B)(6) surgeon said that the trocar was leaky. Unknown how case was completed. Surgery was prolonged twenty minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis. Upon evaluation of the device, the universal seal was noted to be damaged as the cap was found to be separated from the base of the sleeve. A leak test could not be performed due to the condition of the returned device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were found during the manufacturing process.